Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic during follow-up. High capture thresholds were noted. The pace-sense portion is capped and replaced. Hv portion is still active. No further information is available.